Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the duplicate address was identified for auxiliary drawer 4.2, specifically in rows b and d. A field service engineer observed recurring issues at the site. Steps were provided to the customer to clear multiple cubie failures. The customer was able to successfully resolve the issue. The system functioned as intended after the field service engineer guided the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie was not popped up and drawers got duplicated. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system cubie was not popped up and drawers got duplicated. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.